Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the monitors were not working properly. No patient injury was reported.